Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: date estimated. UDI# - the unique device identifier (UDI) is unknown because the part number and lot number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. The reported patient effect of death as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Carabello,md, jama cardiology, american medical association, 2019, e1-e2, mitraclip and tertiary mitral regurgitation - mitral regurgitation gets curiouser and curiouser.

Event description:
This is filed to report death. This event was captured based on literature review which identified mitraclip devices that may be related to death. Details are listed in the attached article "mitraclip and tertiarymitral regurgitation - mitral regurgitation gets curiouser and curiouser".